Event description:
It was reported that during a lead revision due to dislodgement the stylet would not insert completely into the lead. The lead was explanted and replaced. The patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.